Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during a device change out procedure due to normal elective replacement indicator, lead sensing noise pacing inhibition issue was observed on the rv lead. Patient was asymptomatic and is pacemaker dependent. Lead was capped on (B)(6) 2018 and a new lead was implanted. Patient was stable.